Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the first and 10th proximal rows, stent struts appeared slightly lifted. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and the proximal balloon folds were noted to be creased and bunched. The distal balloon wings were tightly wrapped and evenly folded. The balloon wings were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the inner extrusion shaft was severely stretched on the distal side of the bi-component, it was also stretched on the proximal side of the bi-component but the stretching was not as severe as on the distal side of the bi-component. The bi-component bond showed no signs of damage or strain. A 0.014'' guidewire was returned for analysis and it was noted that the guidewire was protruding approximately 10 mm from the distal end of the tip. The guidewire was stuck in the wire lumen and could not be removed from the device, this could have occurred because of the damages that were noted on the inner extrusion shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24-april-2018. It was reported that loading difficulty on the wire and shaft damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 38mm synergy ii drug-eluting stent was selected for use. However, during introduction, the device would not load onto the guide wire. When it was removed from the wire, the shaft of the delivery system stretched out. The procedure was completed with another 3.0x38 synergy ii stent. No patient complications were reported. However, returned device analysis revealed stent damage.